Event description:
The rv lead showed signs of clavicular crush. The physician decided that because they were going to need to replace the lead, a new df4 system would be implanted. There are no complaints against the ICD. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.